Event description:
It was reported that during a sympatectomy procedure, the surgeon complained that when applying the instrument to vessels, the clips did not close - either stayed open or came out bent. It was not reported how the procedure was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.